Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a sensor implant procedure. During the procedure, the doctor inadvertently dislodged the right ventricular lead when attempting to re-advance the guide wire. In turn, the patient went into cardiac arrest. Next, cardiopulmonary resuscitation was performed and the patient was stabilized. The sensor (intended for use) was not implanted because the procedure was abandoned.